Event description:
Experiencing foreign body granulomas 11/85 to present. Atypical rheumatic syndrome/atypical connective tissue disease and sle. Chronic immunogenic reaction to implantation, capsular histology, chronic fatigue, paresthesias, cognitive dysfunction, arthralgia, myalgias, carpal and tarsal tunnel, hypersensitivity, pneumonia and pulmonary hemorrhage, burning chest pain and recurred granuloma immunosuppression required.